Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had experienced increased heart failure symptoms. The patient also had aortic insufficiency, and had more high flow and high powers into the 9¿s w and 10¿s w. There were no unusual events recorded in the log file event history. Ramp echocardiogram showed left ventricle not unloading. Patient had worsening heart failure symptoms treated with diuretics. No change to patient condition or anticoagulation status that may have contributed. The elevated powers were attributed to a pump thrombus and the patient went to the operating room for a heartmate 2 to heartmate 3 exchange on (B)(6) 2020.

Manufacturer narrative:
Sections d4, h3, h4: additional information manufacturer's investigation conclusions: although the evaluation of the submitted system controller log file confirmed the report of high flows and powers in the 9¿s and 10¿s, the evaluation of heartmate ii lvas, serial number (B)(6) , did not identify thrombus that would have contributed to these events. A specific cause for the power and flow elevations could not be conclusively determined through this evaluation. The submitted log file contains data from 31dec2019 11:40:28 am through (B)(6)2020 03:44:02 pm. Throughout the duration of the log file, power appeared to mildly fluctuate between 5.5 and 9.0 w, and estimated flow appeared to fluctuate between 4.2 and 10.4 lpm. Despite these parameter fluctuations, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. It was reported that the patient underwent a pump exchange on 04feb2020. Vad-17034 was returned assembled with the driveline severed approximately 2¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The outflow graft and outflow graft bend relief were not returned; however, the outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to the reported events. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. There was an incidental findings that the interior of the inflow knitted graft revealed a deposition which likely did not contribute to the reported event. No further information was provided. The manufacturer is closing this event.